Event description:
It was reported that this rv lead exhibited noise. The noise did not inhibit pacing. Rv sensitivity was reprogrammed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).